Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 110 mg/dl. The customer was putting in his blood glucose and the numbers kept scrolling. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.